Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to failed implant.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
The patient had a revision surgery due to failed surgical hardware and screws. The hardware was removed and replaced on (B)(6) 2015. On (B)(6) 2015, as planned, an allograft bone and tissue graft was performed for the second taylor spatial frame to be re-placed in and around the patient's leg.